Manufacturer narrative:
Correction information: e2:2. Health professional e3: occupation g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. D4: unique identifier (UDI) h4: device manufacture date. Evaluation summary: from what was reported, it was determined that there was a problem with the durability of the ccd cable, and that the image was no longer displayed due to disconnection during repeated use.

Event description:
Only a white image is shown on the monitor. This event occurred at the time to before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.